Event description:
Customer called to report the pump had an error message while priming the infusion set. It was stated that customer was able to get the pump running. Troubleshooting was performed. Pump tested ok.